Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the clogged drain a jnj blake drain product? It was reported as j-vac. What is the product code and lot number of the blake drain? No further information is available. How was the case resolved? No further information is available. Did the drain need to be replaced? No further information is available. Was the patient taken back to surgery to replace the drain? No further information is available. Did the surgeon had to reopen the wound to replace the drain? No further information is available. What is the most current patient status? No further information is available. Is the drain available to be returned for evaluation? No sample will be returned. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total thyroidectomy on (B)(6) 2021 and a drain was used. During surgery, after spraying hemostat before wound closure, then after irrigating and closing the wound, drain was clogged. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.